Event description:
New information received notes that the pacemaker also exhibited failure to interrogate and inappropriate low voltage output. No intervention was performed and the patient was in stable condition.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker exhibited premature battery depletion. The magnet response was turned off. The patient was in stable condition.